Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008535 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 flow according to wi version 2 on reference samples, 5 samples out 10 samples passed the test, the other 5 samples cannot be tested due to the samples were used in special investigation functional air leak test 2 according to wi version 2 on reference samples, 5 samples out 10 samples passed the test, the other 5 samples cannot be tested due to the samples were used in special investigation device history record (DHR) review: the lot 6008535 was manufactured according to the wi version 116 manufactured in the line l-3 on 10/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6008535 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: no harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event of infusion set tubing leaking at coupling housing on (B)(6) 2025 within ten hours of insertion. Patient also reported bleeding at insertion site. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.